Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 41 mg/dl which was addressed with carbohydrates. The customer's husband had to give the customer something to drink as the customer was unable to give herself something to drink on her own due to the low bg. Reportedly, the suspected cause of bg was that the customer set a temporary basal rate (temp rate) to better control bg. The customer discussed the temp rate with a healthcare provider (hcp) and the hcp told the customer what to do for the temp rate and bg management.